Event description:
A falsely elevated ctni result of 43.40 ng/ml was obtained and reported. The result was questioned and the ctni was repeated. The repeat result on the same specimen was 0.01 ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result. Customer was unable to evaluate sample to determine sample integrity. Experience has shown that improper mixing of the collection tube can result in incomplete anticoagulation of the specimen resulting in falsely elevated results.